Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. B1 updated from "product problem" to "adverse event and product problem". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not replicated nor confirmed. Visual inspection was conducted and no damage was found but the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, the decision tree was executed to indicate that this complaint is being classified as a reportable event due to the following conclusion: it was alleged that an mcs tip cover accessory slipped off the instrument and fell into the patient¿s abdominal cavity. The single intact fragment was retrieved during the same procedure with use of a laparoscopic instrument and no additional surgical intervention was required. However, an unintended item falling into the patient may require surgical intervention. At this time, it is unknown how the piece fell off and what caused the accessory slippage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar curved scissors (mcs) tip cover accessory came lose and slipped and fell into the patient¿s abdomen when the instrument was being removed through the trocar. The surgeon was able to retrieve the intact piece during the same procedure. The fragment was retrieved with use of a laparoscopic ¿davis and geck¿ instrument. There were no reports of intra-operative or post-operative complications. No medical intervention, other than fragment retrieval, was required. The same mcs instrument was reseated and used to complete the procedure robotically with no reported injury. On 2/7/20, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the issue involved an mcs tip cover accessory. Only the mcs tip cover accessory will be returned for analysis ¿ pn 470179. The mcs tip cover accessory was applied with the installation tool; without lubrication. The mcs instrument was in use for approximately 45 minutes before the issue occurred. There was no hole, tear, or missing material. The mcs tip cover accessory ¿simply fell off¿. There was no smoke, sparks, or arcing observed. There were no instrument collisions, no contact with hard material, and the instrument was not removed prior to the issue. Reportedly, the scissors were removed from the robotic arm, and the mcs tip cover accessory became stuck in the trocar and had to be retrieved separately. It was unknown why the mcs tip cover accessory fall occurred. The fragment was retrieved with a laparoscopic grasper instrument during the same procedure. All fragments were visually retrieved. The tip cover was ¿completely whole¿. At the time of the issue, the mcs instrument was no longer necessary for the procedure. There were no intra-operative or post-operative complications. The procedure completed robotically and there was no injury to the patient.